Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6 and h11. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be specified. However, there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. The issue is addressed in the instruction for use (IFU). The event can be prevented by following the IFU which state: 'an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.' Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofiberscope acecide concentration checks were not being performed every time. There were no reports of patient involvement.